Event description:
It was reported that the patient had been feeling poorly with symptoms of fatigue for the past few weeks. At the clinic there was no atrial sensing, and atrial capture was unable to be confirmed. The patient had historically had a high percentage of atrial pacing with little to no ventricular pacing. The device was reprogrammed to dual mode and the patient returned to the clinic a week later. Repeated attempts were made to gain atrial pacing at maximum atrial output with no clear evidence of capture. Fluoroscopy showed right atrial (ra) lead dislodgment. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 693565 lead, implanted: (B)(6) 2014. (B)(4).